Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event and similar events, it is likely that the bag did not open due to the device design as the bag can remain in the rolled shape upon deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper". However, the exact root cause of the unrolled bag is unknown. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch uf/imported report# (B)(4).

Event description:
Procedure performed: nephrectomy. Complaint created based off uf/importer report # (B)(4). During the robotic nephrectomy, while trying to retrieve the specimen from inside patient, there was a failure of the retrieval bag. The bag failed to open fully while inside patient. Product is not available for return. Intervention: ni. Patient status: no report of patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is a follow-up to medwatch uf/imported report# (B)(4).

Event description:
Procedure performed; nephrectomy. Complaint created based off uf/importer report # (B)(4) & medwatch # (B)(4). During the robotic nephrectomy, while trying to retrieve the specimen from inside patient, there was a failure of the retrieval bag. The bag failed to open fully while inside patient. Product is not available for return. Intervention: ni. Patient status: no report of patient injury.